Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a ladg procedure. For the third firing the reload was connected to the adapter and a clamp test was preformed. The reload was not fired and needed to be changed due to the surgeons orders but the reload would not unload from the adapter. The display was blackout and the device did not react when buttons were pushed. The jaws were closed and the reload could not be removed from the adapter. The case was completed using a new device. After the nurse inserted the handle into the charger and it re-booted no problem, there was over 50% battery charge remaining. The nurse connected the adapter and reload again and the jaws opened and she could remove the reload from the adapter. No patient injury.